Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure wherein the ipg will be replaced.